Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose (bg) level was 600 mg/dl prior to reporting the event. Customer delivered a correction bolus via the pump to treat elevated bg level.